Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by fever and abdominal pain. The cause of the event was reported as ¿patient had a bath¿; however, there was no indication or confirmation of a breach; therefore, the cause was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported), morphine (dose, route, frequency, and duration not reported) and tylenol (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and is recovering. No additional information is available.